Event description:
It was reported that the patient underwent surgeries on (B)(6) 2004, (B)(6) 2007 and (B)(6) 2011 and mesh and repliform were placed into the patient's body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011 concomitantly with trelex maquet.

Manufacturer narrative:
It was reported that the patient underwent surgery on (B)(6) 2011 to treat pelvic organ prolapse, and mesh was placed into the patient¿s body. It was also reported that the patient had a concurrent surgery, excision of mesh, performed during mesh implantation. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.